Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered cardiac arrest requiring cardiopulmonary resuscitation (CPR) and a surgical intervention (impella). During a left-sided idvt procedure, the patient experienced cardiac arrest during ablation. The patient was coded for two hours, this was discovered when the patient had no pulse. The cardiac arrest was confirmed due to the patient having no pulse and no blood pressure. The patient was in vt. The medical intervention provided was medication and CPR for about 1 hour and 45 minutes. They placed an impella device inside of the patient's heart. The patient was reported to be in stable condition. The physician believed that the issue occurred due to the patient's extremely sick heart. Multiple attempts have been made to obtain additional information about this complaint. However, no further information has been made available.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered cardiac arrest requiring cardiopulmonary resuscitation (CPR) and a surgical intervention (impella). During a left-sided idvt procedure, the patient experienced cardiac arrest during ablation. The patient was coded for two hours, this was discovered when the patient had no pulse. The cardiac arrest was confirmed due to the patient having no pulse and no blood pressure. The patient was in vt. The medical intervention provided was medication and CPR for about 1 hour and 45 minutes. They placed an impella device inside of the patient's heart. The patient was reported to be in stable condition. The physician believed that the issue occurred due to the patient's extremely sick heart. Device investigation details: since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. The device investigation has been completed which included performing a manufacturing record evaluation (mre). The manufacturing record evaluation was performed for the finished device number lot 30814756l and no internal actions related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4)